Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination. Eight days after the onset of peritonitis; the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with reflin (1 gram, once a day route and duration not reported), tobramycin (40 milligrams, once a day, route and duration not reported) and heparin (0.5 milliliters, three times a day, route and duration not reported) for the event of peritonitis. Action with dianeal therapy was not reported. At the time of this report the patient outcome was unknown. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.